Manufacturer narrative:
On 19 april 2016 it was prepared a final report with the information already submitted in the initial report. On 25 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 february 2016. Lot 144687: (B)(4) items manufactured and released on 24 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc flat pe hc liner ø 36 / e, code 01.26.3644hct, lot. 142648 (k120531) (B)(4) items manufactured and released on 08 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h, ha coated stem size 3 std, code 01.18.133, lot. 145886 (k093944) (B)(4) items manufactured and released on 20 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s , code 01.29.208, lot. 142144 (k112115) (B)(4) items manufactured and released on 02 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 19 february 2016 the medical affairs director made the following comment while checking the x-ray: according to report, this second operation was originated by an infection. There is no reason to doubt that the infection took place or to suspect that it was induced by a device malfunction.

Event description:
The patient was showing signs of infection. The surgeon decided to remove all components and put in antibiotic spacers until the infection clears. The surgery was completed successfully. X-ray available. The explants are not available. Pathogen: p. Acnes.